Event description:
Customer had a fasting blood glucose comparison performed. The lab result was 106mg/dl and the device reading was 139 mg/dl. Controls were in range. No treatment was given. A request was made for the return of the suspect device, and replacement product was sent.